Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos and one video was provided for the review. The first photo shows a partial view of the catheter, with the clinician holding both ends of it. A longitudinal split was noted on the outer body of the catheter tube. The second photo shows a complete view of the catheter connected to the port. The clinician is holding the catheter in one hand while using the other hand to point to the area where the split is observed. The video shows a partial view of the catheter, with the clinician holding both ends. The clinician rotates the catheter to display the area where the split has occurred. A longitudinal split on the outer body of the catheter tube is clearly visible in the video. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the site of right internal jugular vein and placed in 7th chest cone. On (B)(6) 2025, post the procedure, it was noted that the catheter was broken and found leaking. Reportedly the patient allegedly had chest swelling, exudation, and dyspnea. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the site of right internal jugular vein and placed in 7th chest cone. On (B)(6) 2025, post the procedure, it was noted that the catheter was broken and found leaking. Reportedly the patient allegedly had chest swelling, exudation, and dyspnea. The current status of the patient was unknown.